Event description:
Boston scientific received information that this local representative contacted boston scientific technical services (ts) to report implantation of 10 implantable cardioverter defibrillators (ICD) associated with the off label use of single coil right ventricular (rv) defibrillation leads. Ts was informed that the physician had elected to place the defibrillation lead in an epicardial position by wrapping it around the heart and suturing it down. The local representative commented that 3 out of 10 device/lead systems had exhibited greater than 125 ohm shock impedance. There has been no reports of out of range shock impedance measurements with the remaining 7 devices. It is unknown at this time if the implanted lead was manufactured by boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.